Manufacturer narrative:
Corrected data: b5: the reporter indicated that the surgeon implanted a 13.7mm tmicl13.7, -16.00/4.0/125 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was exchanged with a for a shorter length lens on (B)(6) 2021 due to pubil block with elevated iop(39mmhg), angle closure with elevated iop(39mmhg) assessed on (B)(6) 2021, and excessive vault. This resolved the problem.cause of the event is reported as user error. Claim# (B)(4).

Manufacturer narrative:
Corrected data b5: the reporter indicated that the surgeon implanted a 13.7mm tmicl13.7, -16.00/4.0/125 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was exchanged with a for a shorter length lens on (B)(6) 2021 due to pubil block with elevated iop(39mmhg), angle closure with elevated iop(39mmhg) assessed on (B)(6) 2021. This resolved the problem. Cause of the event is reported as user error. Claim# (B)(4).

Manufacturer narrative:
PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm tmicl13.7, -16.00/4.0/125 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was exchanged with a for a shorter length lens due to pubil block with elevated iop(39mmhg), angle closure with elevated iop(39mmhg) assessed on (B)(6) 2021, and excessive vault, on (B)(6) 2020. This resolved the problem. Cause of the event is reported as user error.